Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the surgery started 10 minutes later due to the event. It was reported that there was no impact to the user nor patient. It was reported there was discomfort due to the delay in the surgical starting while changing the device. The reporter also confirmed that the correct event date was (B)(6) 2019.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an arthroscopy procedure the omnispan meniscal repair box was taken, opened properly and the envelope where the implant comes from was taken. It is opened by opening properly to the surgical nurse take the implant (omnispan 12°). Subsequently, the omnispan applicator is passed to place the implant to the applicator. At the time of placing the implant to the applicator and verifying that the surgical nurse performed the implant placement to the applicator, we noticed the technician of (B)(6), that in the implant, the two peek were stuck. Consequently, the gun could not make the first shot to launch the first peek, since as it was glued to the second peek it did not slide correctly causing the applicator (the gun) to work without fulfilling the desired function. Later we passed another implant (omnispan) placing it in the same applicator (gun) and it worked correctly; realizing that the failure actually came from the implant and not from the applicator.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the gun was not returned along with the needle; therefore, the returned device is incomplete. The needle was received with both implants within needle channel (attached to suture). Upon visual inspection, it was noticed the needle is missing silicon tube/sleeve which holds the implants within needle channel and provides soft stop. No structural anomalies were observed on the received device. Since the gun is not returned, we cannot perform functional testing to replicate/confirm the reported issue and we cannot discern any definite root cause at this point of time. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228141- lot l613030 number combination. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228141- lot l613030 number combination.